Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the leads did not pull out. The patient was concerned and was contacted but there were no problems. The hcp confirmed this when the patient was seen in the clinic. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for urge incontinence it was reported that that patient was in pain and took pain medications. On (B)(6) 2018, it was reported that there was blood leaking at the incision site and the bandage was changed. There was a bare wire exposed. Patient and technical service (pats) information was given to the patient and the patient's husband was requesting their sales representative should contact them. A report from received from pats on (B)(6) 2018. It was noted that they live in nevada, however, they went to texas for the procedure and flew home last night. When the bandage site was checked last night, it was full of blood, so he decided to change it, he noticed that the wires were right there, and he was being careful. However, he believes that wires might have been pulled. The patient sent an e-mail to the healthcare professional last night, however, hasn't received a reply yet. The patient did increase the intensity a little bit and was feeling the stimulation. It was reviewed that the trial lead was not anchored in the body and there was a possibility that the wire could have moved, however, it could be determined on the call. The patient left a message on the nurse hotline. There were no further complications or anticipations reported with this event.